Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that probably around (B)(6) 2019, their spinal cord stimulation system moved.  The patient's spine ortho doctor who helped them with the trouble they were having with their neck told them it moved.  The images from the initial implant were compared to an image taken later, which was how the issue was identified.  The patient confirmed that both of their implants were working and their back was feeling good, and they would recommend the device they have to prospective patients.  No symptoms reported. Additional information was received from the rep on (B)(6) 2021. They reported that they were not made aware of the system moving when the patient contacted them the week of (B)(6) 2020. They were only assisting the patient with obtaining images from the initial implant.